Manufacturer narrative:
Based on the information obtained related to this event, there is no allegation of a malfunction of a da vinci system, instrument, or accessory. The cause of the patient's injury remains unknown. No product is expected to be returned for analysis. If additional information is obtained, a follow-up MDR will be submitted. A review of the device logs for the cadiere forceps instrument (part# 470049-07 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the cadiere forceps instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 6 uses remaining after this last usage. The system logs were pulled for this procedure and no relevant errors were observed. A review of the site's complaint history was performed and no other complaints related to this product or event were identified. No procedure image or video was provided for review. This event is being assessed as a reportable event based on the following conclusion: it was reported that tears developed on the patient's bowel at the location where the cadiere forceps instrument was grasping the bowel. The surgeon sutured the first two tears, then elected to convert to open surgery upon discovering a third tear. The root cause of the reported injury is unknown at this time.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was being used to run the bowel. While running the bowel it was noticed that a tear was created in the bowel where the instrument was gripping. This tear was resolved by placing a silk suture. Another tear was created where the cadiere forceps had gripped and the site converted to open. It was reported that the patient was stable, but still in the procedure, at the time of the event documentation. Follow-up: on 11-may-2021, intuitive surgical inc. (Isi) contacted the executive sales representative (esr) who reported this event and additional information was obtained about the complaint: the esr was present during this procedure. While the surgeon was running the bowel, small marks were observed where the cadiere forceps instrument had been grasping. The surgeon inspected these marks and noticed that they were bleeding. The surgeon ended up converting the procedure to open and sewing five to six different bleeds on the serosal layer of the bowel due to this issue. The esr did not notice the surgeon grasping the tissue too hard, or pulling it too far to cause these tears. The surgeon did not provide a possible reason for why these tears occurred. The patient¿s current status was unknown. Follow-up: on 17-may-2021, isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the procedure that was being performed was a gastric jejunostomy. It was reported that this cadiere forceps instrument caused three tears along the patient's bowel while grasping the bowel to inspect it. The surgeon sutured the first two tears on the bowel with vicryl sutures, but when the third tear was noticed the surgeon converted to open to suture the third tear and complete the procedure. It was reported that there were three tears on the patient bowel caused by the cadiere forceps instrument and that the tears had minor oozing of blood. The bowel was observed to be in good condition and "very healthy." It was reported that the patient is currently hospitalized due to the conversion to open surgery.